Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the device inspection result by olympus australia & new zealand (oaz), it is possible that the endoscopic image was not displayed due to a failure of the ccd unit or cable unit. Omsc reviewed the product shipment record, but there was no abnormality on the device. Therefore, the failure of the ccd unit and cable unit may have been caused by the user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. The appearance of the device was faded and discolored. The inside of the camera cable was twisted and the video connector was cracked. The coupler unit was deformed and bent. The ccd unit, camera cable, related sealing parts, and coupler unit were replaced. The reported event may have been caused by a camera cable and ccd unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the endoscopic image was not displayed when the device was connected to the video system center. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.